Manufacturer narrative:
(B)(4). The actual device was not returned; however, a companion sample was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Simulated use testing was performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the minicap was easy to remove from the minicap transfer set. There was no report of patient injury or medical intervention associated with this event. No additional information is available.